Event description:
Overdelivery reported: an unspecified infusate was started in the cardiac cath lab. It was reported that after a bolus dose was given, the infusion was to continue at 17.0ml/hr for 12 hours. The total volume in the bag was 200.0ml. The volume of the bolus dose was unspecified. The continuous infusion was started at 0945 hours. The pt was transferred to the coronary care unit (per protocol). It was reported that at 1115 hours, the bag was empty. The physician was notified, but no medical interventions were ordered. There was no pt harm reported. Though requested, there was no add'l info available.